Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's trial lead was removed two days after implant due to the cerebrospinal fluid leak that had occurred. The patient's headache resolved on its own.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a severe headache following a trial procedure. The patient's doctor believes the headache is related to a cerebrospinal fluid leak that may have occurred during the trial procedure. In turn, the patient was instructed to lay flat.